Event description:
It was reported via repair work order that the bed lift was stuck elevated due to lift was locked out on the footboard. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.